Event description:
Additional information was received from the manufacturer representative (rep). The replaced ins serial number was reported. The ins was from 2018. The patient and hcp both opted to update the battery. The ins was discarded.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial#(B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a multiple sources regarding a patient implanted with a neurostimulator (ins). It was reported that there were high impedance, value was 40,000. Programmed around impedance, but could not get optimal coverage. The patient did have a fall that was likely the cause. The fall happened several months ago. The lead was explanted on (B)(6) 2025 and discarded. Issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-nov-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.